Event description:
During follow-up, increased capture threshold was observed on the right ventricular lead. Lead dislodgement was suspected. The lead was attempted to be repositioned without success. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were for increase in capture threshold, lead dislodgement, and the inability for helix extension. As received, a complete lead was returned in one piece. The reported event for the inability for helix extension was confirmed. Analysis of the lead found the helix to be clogged with blood and an over torqued inner coil at the connector region. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The helix extension length was measured to be within specification. The reported event for increase in capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported dislodgement was unable to be determined.